Event description:
The customer reported the system is displaying a checksum error and the software is corrupted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram card. System operates as intended. (B) (4).